Event description:
Healthcare professional reported "punctured during closing". This record is for unknown side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reporting: device "punctured during closing".